Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer had questioned the t4 results and also triiodothyronine (t3). Based on clinical indications, the customer believed that these parameters may also have interference. The customer stated that there was no additional follow up done for the t3 and t4 tests. Specific results were asked for, but not provided for t3 and t4. No results for t3 and t4 were reported outside of the laboratory. Lot numbers and expiration dates for the t3 and t4 reagents were asked for, but not provided.

Manufacturer narrative:
Erroneous results were reported outside of the laboratory for the affected sample. The customer provided one sample for investigation. Investigation for streptavidin interference was carried out. Results of pre-wash assays were significantly higher than the results of assays without pre-wash. A pre-wash effect could be seen. An interfering factor to streptavidin was also found to be contained in the sample. Product labeling documents this interference. Other reagent(s) involved in the complaint: brand name: estradiol ii. Common device name: radioimmunoassay, estradiol . Product code: chp. (B)(4).

Event description:
The customer reported that they received erroneous results for an unknown number of samples tested for multiple assays. The customer believes there is interference in the samples for these multiple assays. Data was provided for one patient sample tested for free thyroxine (ft4), estradiol (e2), and dehydroepiandrosterone sulfate (dhea-s). The ft4, e2, and dhea-s results for this sample were discrepant when compared to different test methodologies. Ft4, e2, dhea-s, and thyroxine (t4) results were said to be reported for this patient. It was asked, but it is not known if erroneous results were reported outside of the laboratory for this sample. T4 results were also not provided for this sample and this information was asked for. The sample resulted as 4.98 ng/dl for ft4, 399 pg/ml for e2, and 390 ug/dl for dhea-s. The dhea-s test was repeated and resulted as 371 ug/dl. The sample was tested on a beckman coulter dxi analyzer and resulted as 1.24 ng/dl for ft4, 6 pg/ml for e2, and 51 ug/dl for dhea-s. The sample was tested for e2 using lc-ms/ms methodology and resulted as 2 pg/ml. It was asked, but it is not known if the patient was adversely affected due to the event. No adverse events were alleged. The lot numbers and expiration dates for the ft4, e2, and dhea-s reagents were asked for, but not provided.